Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported hemorrhagic stroke and chronic systolic heart failure could not be conclusively determined through this investigation. A cause for these events could also not be determined. Heartmate ii left ventricular assist system (lvas) , serial number (B)(6), was not explanted for evaluation. Section 1 ¿introduction¿ of the heartmate 3 lvas instructions for use (IFU), rev c, lists the adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including stroke, bleeding, and death. Section 6 ¿patient care and management¿ provides information regarding anticoagulation, including recommended international normalized ratio (inr) values and suggested modifications to anticoagulation in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The cause of death was noted to be nyha class 4 acute on chronic systolic heart failure and severe subarachnoid hemorrhage (sah).

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2021 after what sounded like a syncopal episode at home. Upon arrival to the hospital, it was discovered that the patient had a subarachnoid hemorrhage. Neurosurgery and neurology were consulted due to worsening bleeding and declining mental status. Coumadin was placed on hold. Kcentra was given on admission with appropriate decline in the inr. The patient had an eeg which showed no seizure like activity. Keppra was given prophylactically. Pulmonary critical care was consulted for possible intubation to protect the patient's airway. After discussion with the patient's family, it was requested to have the patient dnr status. The patient continued to have an altered mental status. The family requested a repeat CT scan as a discussion of long-term goals. The CT showed no change. On (B)(6) 2021 the patient's family agreed to withdraw care. The lvas was turned off and the patient passed. No additional information was provided.